Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net, the device was sensing p waves in pvarp leading to competitive atrial pacing and an automatic mode switch. The device remained implanted. No additional information was available.